Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). B3: exact date unknown, event date approximated based on manufacturer aware date.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced burning pain across the lower back with bilateral numbness and tingling in the lower extremities following a non device related fall. The patient described the pain as an electrocution type sensation that was different from pain experienced previously. The patient also reported thoughts of suicide related to the severity of the pain. A computed tomography (CT) scan revealed that the leads had migrated cephalad. Reprogramming attempts were unsuccessful. The patient subsequently underwent an explant procedure during which the scs system was removed. The patient reportedly did well postoperatively. The devices were not returned for manufacturer analysis as they were retained by the medical facility.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). B3: exact date unknown, event date approximated based on manufacturer aware date. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of migration, stimulation inadequate, over stimulation caused by leads, pain, undesired sensations, stimulation-related, numbness, tingling, discomfort, burning sensation, suicidal ideation, device explantation, inadequate treatment, inappropriate treatment, imaging required, reprogramming of device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced burning pain across the lower back with bilateral numbness and tingling in the lower extremities following a non-device related fall. The patient described the pain as an electrocution-type sensation that was different from pain experienced previously. The patient also reported thoughts of suicide related to the severity of the pain. A computed tomography (CT) scan revealed that the leads had migrated cephalad. Reprogramming attempts were unsuccessful. The patient subsequently underwent an explant procedure during which the scs system was removed. The patient reportedly did well postoperatively. The devices were not returned for manufacturer analysis as they were retained by the medical facility.